Manufacturer narrative:
The customer reported that they are seeing communication loss on every tile of their central nurse's station (cns) when a patient is admitted. All affected patients were connected to transmitters. This issue occurred right after a planned generator test. No harm or injury was reported.

Event description:
The customer reported that they are seeing communication loss on every tile of their central nurse's station (cns) when a patient is admitted.